Event description:
Pump rapidly infused medication, despite being programmed at the proper infusion rate. Nurse programmed pump at proper drip rate. However fluid rapidly infused. Fortuntately nurse had not left bedside and quickly noticed error.